Event description:
New information received indicated that the device technician initially noted post-paced t-wave over-sensing on a remote transmission. The patient presented to the clinic and device reprogramming resolved the over-sensing. The patient was stable with no symptoms.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited post-paced t wave over-sensing. No additional information was provided.